Event description:
It was reported that during a coronary stenting treatment procedure, withdrawal difficulties and a detachment occurred. The 70% stenotic, eccentric shaped, de novo, 2.8x15mm lesion was located in the mildly tortuous and the mildly calcified left anterior descending artery. The physician predilated the lesion with a 2.5x9mm unspecified balloon. The physician introduced a 2.75x16mm promus element stent and during advancement the 0.014x185cm unspecified guide wire was displaced from the distal anchorage and in an attempt to replace it, the whole system (guide wire and stent) did not advance. During withdrawal the anterior portion of the shaft of the stent delivery system fractured and detached. The device was removed from the body inside the guide catheter. The procedure was completed with another 2.75x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, withdrawal difficulties and a detachment occurred. The 70% stenotic, eccentric shaped, de novo, 2.8x15mm lesion was located in the mildly tortuous and the mildly calcified left anterior descending artery. The physician predilated the lesion with a 2.5x9mm unspecified balloon. The physician introduced a 2.75x16mm promus element stent and during advancement the 0.014x185cm unspecified guide wire was displaced from the distal anchorage and in an attempt to replace it, the whole system (guide wire and stent) did not advance. During withdrawal the anterior portion of the shaft of the stent delivery system fractured and detached. The device was removed from the body inside the guide catheter. The procedure was completed with another 2.75x16mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device revealed a break in the midshaft 80mm distal to the midshaft weld exposing the core wire. The balloon and stent were completely detached and were not received for analysis. The area of the break was stretched for approximately 9mm in length. The hypotube was kinked at 165mm and 375mm distal to the strain relief. Several smaller kinks were noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product (B)(4).